Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) tsvb10, (impl tapered scr-v sbm 3.7mm 3.5mm 10mm) and one (1) tac3 (abut tapered one-piece scr-v 3.5mm 3mm) for evaluation. Visual evaluation and a functional test was performed, there was bone debris on the external threads and markings from removal. The abutment and implant wouldn¿t disengage from each other. This complaint refers to the tac3. Device history record (DHR) review was completed for the subject lot number 2022101167. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022101167 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : does not disengage/release. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was excessive loading on abutment/implant assembly. Therefore, based on the available information, a device malfunction did occur. The abutment would not disengage from the implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the abutment got stuck into the osteointegrated implant, leading to implant removal. Pain as a consequence of the event. Xenograft graft performed.

Manufacturer narrative:
Zimmer biomet complaint number(B)(4). A4: patient weight unknown / not provided. E1: email address unknown / not provided.